Event description:
It was reported that the pt underwent a cervical procedure for the trauma at c5/6. The threaded screwdriver could not be detached from the screw after tightening the c5 screw. When the surgeon forced the screwdriver out, the screw came out with a piece of broken bone. The wire was implanted at the damaged area instead of the screw.

Manufacturer narrative:
Device was not returned to the MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. Unable to determine the cause of the event.